Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2021 due to low blood glucose. Customer's blood glucose was below 40 mg/dl. It was unknown if the auto mode feature was active or not at the time of incident. Troubleshooting was performed. Customer will continue the use of device.